Event description:
Patient reported connective tissue disease or disorder, side not specific. This record is for the left side. No treatment was indicated. Upon further review there is no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported connective tissue disease or disorder, side not specific. This record is for the left side. No treatment was indicated. Upon further review there is no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification) also have a missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the surface of the shell.